Event description:
It was reported that the external pulse generator (epg) was not "sensing correctly." The epg will be returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).